Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was performed as usual and completed without any problems. It was reported that an infection was developed after using a spaceoar. There was an inflammatory reaction near the location where the spaceoar was placed. Antibiotic administration is indicated to occur. The physician will start radiation therapy as soon as the infection is healed while observing the patient's condition this month. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.